Manufacturer narrative:
Device is a combination product device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. Subsequently, coronary angiography and index procedure were performed. The target lesion # 1 was a de novo lesion located in the mid left anterior descending (lad) with 75% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct stent placement using a 2.5 mm x 12 mm promus element¿ plus stent with 0% residual stenosis. The target lesion # 2 was a de novo lesion located in the distal left circumflex (lcx) with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with direct stent placement using a 2.25 mm x 12 mm promus element¿ plus stent with 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was presented with recurrent angina and was referred for cardiac catheterization. Coronary angiography was performed and revealed 75% distal isr of the previously placed study stent in mid lad, 90% stenosis after patent first diagonal (d1) stent and 90% stenosis in the distal righ coronary artery (rca). The patient was scheduled for a coronary intervention. Eight days from the onset of symptoms, the patient was hospitalized for the planned intervention in the lad, d1 branch and rca. The 75% isr in lad was treated with direct stent placement using a 2.5 x 12 mm promus premier drug-eluting stent (des) with 0% residual stenosis. In addition, the 90% stenosis located in d1 was treated with direct stent placement using a 2.25 x 12 mm promus premier drug eluting stent. Following post dilatation, residual stenosis was 10%. Also, the 90% stenosis in distal rca was treated with balloon angioplasty and placement of a 2 x 8 mm non-bsc stent, with no significant residual stenosis. Subsequently, the event was considered as resolved. One day post procedure, the patient was discharged on aspirin and clopidogrel.